Manufacturer narrative:
(B)(4).

Event description:
This lv lead has high thresholds. The patient is asymptomatic. In (B)(6) 2017 lv threshold measured 2.4v at 1ms. The patient will continue to be monitored. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.